Event description:
Pt was in vf. Crew was using device in AED mode and successfully discharged two 150 joule shocks. Following the second discharge the downloaded ECG showed asystole for some secs while the device started analysis and advised that a shock was indicated. Following an elapsed time of 2 secs, five idioventricular beats were seen on the tracing but failed to abort the charge. The device therefore allowed the delivery of a third 200 joule discharge of energy. The systolic rhythm continued for 14 secs when the device analyized again and advised a fourth shock that was delivered at 200 joules. Asystole continued and the machine was switched to manual mode. Following this, vf is seen and the fifth and final shock is administered, evidently at 360 joules.